Event description:
It was reported that the iLet touchscreen was cracked and became unusable, preventing pump operation and insulin delivery; the patient used backup subcutaneous insulin and reported a high glucose of 257 on a G7 CGM, with the damage described as occurring during lawn work and the device component implicated as the touchscreen and the problem characterized as a fracture. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem to the touchscreen consistent with a fracture, resulting in loss of pump function and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.